Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified the strips expired 7/16/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: 1:27mg/dl (B)(6) 2015 12:44:00 pm fasting:yes. 2:26mg/dl (B)(6) 2015 09:54:00 am fasting:yes. 3:124mg/dl (B)(6) 2015 10:28:00 pm fasting:yes. 4:131mg/dl (B)(6) 2015 10:05:00 pm fasting:yes. 5:131mg/dl (B)(6) 2015 09:02:00 am fasting:yes. Memory concerns: 27mg/dl (B)(6) 12:44pm and 26mg/dl (B)(6) 09:54am. Customer called stating their meter is registering low results becuase he tested their blood sugar today (B)(6) 2015 at 01:30pm after a large meal and the result was 27mg/dl. Adverse event not reported.